Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the shaver did not engage the blade, was partially confirmed. It was found upon testing that the thread of the hand piece was broken. Further it was found that there was a cut in the motor cable, that the motor did not run smoothly and that the resistance values of the keypad of the hand control set were out of range. Fluid ingress into the device is one possible root cause of the damage to the motor, causing it to not turn smoothly. However, given the information provided, we cannot determine a definitive root cause for the same, along with that of the defective keypad of the hand control set. User mishandling of the device is the most probable root cause of the cut in the motor cable and the broken hand piece threading. The broken hand piece threading would have caused the shaver to not engage the blade as reported by the customer. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in italy that preoperatively to an unknown procedure on an unknown date, it was observed that while using a fms tornado micro handpiece device with buttons, the shaver did not engage the blade. There was no surgical delay or consequence for the patient reported. No additional information was provided.